Event description:
It was reported that the pump indicated an issue related to air in the system and beeped upon installation. There was patient involvement with no injury reported.

Manufacturer narrative:
B3 - no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled when additional reportable information becomes available.